Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device 4k machine is not working as it showing scope communication error -e226 and no image. The issue occurred during setup/inspection. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transmitter and receiver module failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of transmitter and receiver modules that may have contributed to the occurrence of olympus tv connection error(e226) and no image. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.